Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had been zapped before when they had a different ins, it felt like a shock. The patient reported it happened when they were going through a library, with security gate interference between 2006 and 2008. No further complications were reported.